Event description:
Stent became loose once it had passed through the raabe check flo valve did not use once they backed product back out of sheath.

Manufacturer narrative:
Visual analysis of the returned device yielded a stent located between the radiopaque marker bands with no signs of dilation on either the proximal or distal end. Neither of the cones appeared to be dilated. Crimp marks were observed on both the stent and balloon directly under the stent. The unit was able to be inserted repeatedly into and through a 7fr boston scientific super sheath with no difficulties or stent migration observed. Experimentation with the cook raabe check flo sheath from the case was not possible as it was not provided. A review of the data from quality control indicated successful passage of the lot qualification samples through a 7french cordis sheath. With no additional procedural details, films or the particular introducer sheath, it is difficult to re-enact the exact conditions experienced during the clinical procedure and therefore determine root cause. Based on the procedural information provided as well as no issues observed with either the data retained in quality control or the notes recorded, atrium can find no fault with the manufacturing process or the device in question.